Manufacturer narrative:
There are no other complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the device had a 30psi:114%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 05/30/2024, znyo medical received a report that the unit failed the 30psi pressure test. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported hex file request does not represent a device failure and does not meet the criteria for a complaint. There is no evidence of device malfunction, and no change in device values was observed. This event is classified as a service request. Reference to complaint # (B)(4).